Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal steps properly. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.